Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that while connected to a pt, the ventilator generated high peep (positive end expiratory pressure) alarms. The ventilator was replaced with another one. It was further reported that the ventilator consistently failed the pre-use checks that were performed after the event. There was no harm to pt. (B)(4).